Event description:
It was reported that during a distal humerus fracture repair, the tip of the drill bit broke. It was also reported that the tip was easily removed and part was discarded and will not be returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.